Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with injections of vancomycin (1gram, frequency and route not reported), injections of cilanem (250mg each bag; frequency not reported), and tablets of cifran and flucon (orally; doses and frequencies not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).